Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, when the non-medtronic sheath was removed from the right femoral artery, a dissection of the right external iliac artery was noted. Subsequently, a stent graft was implanted. No additional adverse patient effects were reported.